Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative replaced the vacuum nozzle and the degasser. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results for 1 patient sample and questionable potassium electrode results for 5 patient samples on a cobas pro ise analytical unit. Sample 1: the initial na result was 160 mmol/l, and the repeated results were 138 mmol/l and 138 mmol/l. The sample was repeated again on another module and the result was 139 mmol/l. The initial cl result was 121 mmol/l, and the repeated result was 103 mmol/l. Sample 2: the initial k result was 5.1 mmol/l. The sample was repeated on another module, and the result was 4.5 mmol/l. Sample 3: the initial k result was 9.5 mmol/l. The sample was repeated on another module, and the result was 4.6 mmol/l. Sample 4: the initial k result was 8.0 mmol/l. The sample was repeated on another module, and the result was 4.1 mmol/l. Sample 5: the initial k result was 4.9 mmol/l. The sample was repeated on another module, and the result was 4.4 mmol/l. Sample 6: the initial k result was >10 mmol/l. The sample was repeated on another module, and the result was 3.7 mmol/l. The sample was repeated because the results were considered to be too high.

Manufacturer narrative:
The investigation found the issue was consistent with not properly emptying or drying the mixing vessel, which is caused by contamination of the dilution vessel and/or clogged vacuum nozzles. The investigation determined the issue was consistent with a pre-analytical handling issue. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.